Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation of the device showed some wear on the crest of the screw threads as the anodized coating was worn off. The imaging provided confirmed that the screw had backed out. No determinations could be made as to the cause of the reported issue. The following sections have been updated. B4, e1, h2, h6, h10.

Event description:
It was reported that a revision surgery was needed due to an autobahn evo locking screw that was found loose post operatively.